Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call a high blood glucose event. The customer¿s blood glucose was 600 mg/dl at the time of incident. Customer stated that the he was sick with stomach bug and he was too weak to respond to insulin pump alarms. Customer stated that the insulin pump auto mode feature was not able to keep his blood glucose out of control. Customer did not report any form of treatment for the high blood glucose and declined troubleshooting. The insulin pump is not expected to return for analysis.